Event description:
It was reported during remote follow up that the implantable cardioverter defibrillator had delivered inappropriate shock and anti-tachycardia pacing due to an incorrect interpretation of signal. Programming changes were completed. The patient was stable and asymptomatic.